Event description:
It was reported that the patient saw the health care professional on the day of the report because "her electrodes moved." It was noted that the patient knew they moved because she now had vibration in her ribs. This happened two weeks prior to the report when the patient twisted while sleeping. She just woke up and the stimulation was in her ribs at the lead location. It was noted that no falls were reported. The patient had a reprogramming scheduled for (B)(6) 2015. It was further reported that the manufacturing representative met with the patient on (B)(6) 2015 and found impedance issues. The impedances had a reading of greater than 40 ,000 ohms on electrodes 8, 9, 10, 12 and 13. They were not able to program around the impedance issue and the health care professional was notified of the issue. An x-ray was scheduled for the patient and a revision may be performed. It was further reported that ad lateral thoracic and abdominal x-rays were ordered and completed on (B)(6) 2015. The patient had an appointment on (B)(6) 2015 when the health care professional will review the x-rays and discuss surgical options. The cause of the event was not determined. The patient experienced a loss of therapeutic effect and the coverage had shifted. The patient had not recovered and the symptoms/issue was ongoing. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).